Manufacturer narrative:
Product analysis: the product was discarded; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a misload occurred. During loading resistance was felt by the loader. Buckling was visually observed near the distal end of the delivery catheter system (dcs). Capsule damage was noticed after the compression loading system (cls) and guide tube were removed. The capsule damage was described as a bend/buckle in the capsule, near the distal end. The system was replaced with a new valve and dcs for the procedure. It was noted that the individual loading the valve was in training. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subjected delivery catheter system (dcs) was discarded, so the reported capsule buckle cannot be confirmed. The load check images were not submitted for review. It was reported that a misload was occurred. During loading resistance was felt by the loader. Buckling was visually observed near the distal end of the delivery catheter system (dcs). Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut pro+ instructions for use, contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the tav frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the paddle placement. In this case, it was noted that the loader was in training. This indicates that the probable cause of the misload and capsule buckle was due to user inexperience on loading. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to these events. Updated data: h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.